Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that calibration was not performed correctly. It should be noted that the instructions for use for the animas&#59414;ibe insulin pump and cgm system states: do not enter a bg value for cgm calibration if you see the ant or ??? On the cgm data or cgm trend screens on your pump. This means the pump and transmitter/sensor are not communicating. Do not calibrate your cgm if your glucose level is changing at a significant rate, typically more than 2 mg/dl per minute. Calibrating during a significant rise or fall in glucose levels may affect the accuracy of sensor glucose readings. However, a root cause for the reported inaccuracy cannot be determined.